Event description:
The customer reported that while the iabp was in use on a pt, the iabp generated a low vacuum alarm followed by system error code 52. The pump stopped pumping. The clinicians elected not to return the pt to therapy at that time due to balloon immobility and the potential for thrombus formation. The balloon was removed and therapy discontinued. Approximately six hours later, a new catheter was inserted and therapy was continued. No pt injury was reported.

Manufacturer narrative:
The device history record (DHR) for the iabp has been reviewed. There are no nonconformances noted in the DHR related to the reported event. A company service representative evaluated the iabp. He was unable to duplicate the reported problem. Since the service manual indicates that electrical test failure code 52 points to a drive transducer offset failure, the service representative recalibrated the transducers and completed a preventive maintenance on the iabp. The iabp was tested to factory specifications. It functioned normally and was returned to the customer. (B)(4).